Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, difficulty with induction testing was experienced. The field representative reported there was no response when he would hit the 'hold to induce' button on the programmer. This occurred multiple times. When the programmer wand was moved from under the pad, dfts failed at 65j. Shock lead impedances were 64 ohms. Physician re-tested dfts and elected to keep the system implanted. No adverse patient effects were reported.